Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that inaccurate gauge reading occurred. An encore 26 inflation device was selected for use. During the procedure, it was noted that the gauge pressure would not increase and remained at zero even though the balloon was inflated. The procedure was completed with another of the same device. There were no complications reported.